Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the piston rod on the infusion device was bent, which led to insulin leaking into the cartridge compartment. The user alleged that this occurred with two different insulin cartridges.